Event description:
A surgeon reported a case of endophthalmitis following intraocular lens implant. Additional info has been requested.

Event description:
Additional info provided by the reporting surgeon indicates the pt had a vitrectomy and intravitreal antibiotics were administered.